Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "I¿ve received several queries around PICC lines splitting." No other information was provided. An exact quantity of splitting piccs was not provided by the customer.

Manufacturer narrative:
After further file review with aad senior engineer, it determined that this is not a complaint, but an inquiry for information as we have received complaints from specific hospitals this vendor supplies.

Event description:
It was reported by the customer "I¿ve received several queries around PICC lines splitting." No other information was provided. An exact quantity of splitting piccs was not provided by the customer. Customer response received: "this isn¿t a formal complaint ¿ this is a request for information".